Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample submitted for evaluation. The reported issue was not confirmed upon inspection of the sample because the returned sample did not have the needle component, which was needed for a thorough investigation. Since the sample did not have the component in question the root cause could not be determined. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are not detected and there is a low occurrence rate. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that nexiva diffusics 22g x 1.00 in had foreign matter. The following information was provided by the initial reporter: material no: 383591 batch no: 0329572 it was reported that there was a barb on the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 22g x 1.00 in had foreign matter. The following information was provided by the initial reporter: material no: 383591, batch no: 0329572. It was reported that there was a barb on the needle.